Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, resistance was felt during removal of the proglide device, even though the lever was returned to its original position and the foot retracted. The sheath was separated but held together by the actuator wire. A portion of the device became lodged in the femoral artery and had to be surgically removed. Hemostasis and repair of the femoral artery was achieved via surgery. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported sheath break was observed as a guide separation. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.